Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 2.5; laboratory inr: 9.4. Date: (B)(6) 2014; inratio inr: 2.4; laboratory inr: 5.7. Therapeutic range: 2.0 - 3.0. The time between testing was five (5) - ten (10) minutes of each other. On (B)(6) 2014, the pt experienced a nosebleed and vitamin k was administered. There was no additional information provided.

Manufacturer narrative:
Investigation pending.